Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information received: the foil packets are typically stored individually. For each case, the staff pulls several different sizes of mesh. The surgeon will then select the appropriate size based on the hernia defect. The unused sizes of mesh are returned to the shelf/drawer. (B)(4). Corrected information: h6.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 analysis summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. The returned samples determined that it was received, one empty opened foil that pertain to product code upa37615. The foil was visually inspected, and wrinkles and one hole in the cavity were observed. The reported event is confirmed. Due to the damages found on the packaging, a possible cause for this condition is due to improper handling during transit or storage. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. Related events captured via 2210968-2023-07037 and 2210968-2023-07038.

Event description:
It was reported that a patient underwent a hernia repair procedure on (B)(6) 2023 and mesh was used. Upon opening the package, the circulating nurse noticed the package had a hole in it. Another like device was used to continue with the procedure. Product was not used on the patient. There were no adverse consequences. No further information was provided.